Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in needle shielding failed the following information was provided by the initial reporter: it was reported by the customer that cite customer ref#(B)(4) safety feature for needle didn not activate leaving needle exposed - needle stick risk. Verbatim: product problem report. Product information. Product code: 383318. Product description: catheter IV saf-t-intima w/prn 24 x 0.75in yellow bx/25. Problem information **cite customer ref#(B)(4)** safety feature for needle didn not activate leaving needle exposed - needle stick risk occurrences: ongoing - customer has not recorded reporter information. Reporter name:xxxx. Reporter position/department: material mgmt. Reporter phone: xxxx. Reporter email: xxxx@rhc.mb.ca. Site information xxxx. Sample information: incident samples: 1 each. Representative samples: no. No adverse event reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of safety shield activation failure (catheter) was not confirmed upon inspection and testing of the sample and photos. The returned sample was functionally tested, and the needle was properly retracted and shielded by the safety device. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Comments 18/04/2024. No needle stick injury, feb 15th 2024. We do not have a sample of the needle.